Event description:
Event description: severely calcified valve. Horizontal aorta. Patient showed during procedure tachycardia. His own pacemaker was not working correctly. Difficulty to place the safari wire correctly. Wire was entangled in the mitral chordae. Repositioned and correctly at this time a predilatation was done with a 24mm balloon 2x. The upper crown was opened, moved up a little due to the calcium + presence of parallax. The view was adjusted to align the posts. The valve was pushed deeper. After full deployment, good final position of the valve. Frame was a under expanded and pvl was noticed. Post dilation done 2x with a 25mm balloon. Due to the tachycardia and pvl patient was in decompensation cardiac. Decision was made to intubate the patient and transfer him to intensive care for follow up and recovery. Informed by physician that patient was sent to surgery on (B)(6) 2024. Today friday 19th april, I received a text message on my phone from physician that patient is doing very well. What troubleshooting steps, if any, resolved the issue?: surgery what is the next course of action?: patient is doing well patient present at time of event?: yes patient complications: surgery in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown medical or surgical interventions: surgery patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: unknown patient outcome: fully recovered.

Manufacturer narrative:
Product is being retained by the healthcare facility; therefore, no physical or visual analysis of the safari2 guidewire could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As described in the device instructions for use (dfu) warnings section: · monitor the wire position throughout the procedure for proper placement of curve and distal tip. · when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. As described in the device instructions for use section: 7. Advance the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that procedural and/or clinical factors have contributed to the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.

Manufacturer narrative:
Correction to a previously submitted MDR to correct the brand name and remove the model number.